Event description:
It was reported to boston scientific corporation in 2008 that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on three days earlier (pt gender, age, and weight are unk). According to the complainant, during the procedure the peg snapped as it was being pulled through the abdomen. A portion of the peg separated and was retrieved with the snare from the kit in use. The swelling was a result of the resistance felt while trying to remove the peg. As a result of the swelling, the procedure was postponed until the stoma site is healed.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.